Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. The phenom 27 catheter was not returned. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (unknown); product type: ; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally and the tip end was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right clinoid segment with a max diameter of 8.68mm and a 5.25mm neck diameter. The landing zone was 3.12mm distally and 4.20mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure showed partial retention of contrast agent in aneurysm. It was reported that the surgeon used pipeline embolization device (ped) to treat the patient's right c6 segment aneurysm, and the vascular path was neutrally tortuous. After the ped was flushed according to the IFU requirements, the surgeon delivered it in the microcatheter phenom27 to the internal carotid end and began to open it. The in situ opening plan was planned. The tip end of the stent was against the bifurcation of the internal carotid artery. The visual opening effect was unsatisfactory, and the tip end failed to open completely. After continuing to deploy more than 50% of the length, the tip end still did not open completely and was in a trumpet mouth shape; during the retrieval process, the stent could not be retrieved to the microcatheter, and it was placed in place to the m1 straight segment. It was planned to be opened and pulled back to anchor, but the tip end was still in a trumpet shape. After more than 3 attempts to retrieve, it still could not be solved, so replaced it with ped-450-25 (b703009), and the surgery was finally successful. The middle of the pipeline was positioned in a bend. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no resistance occured. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU).